Event description:
The pt received her scs sys, including an ipg, on (B)(6) 2010. The pt reported her ipg was surgically relocated in (B)(6) 2010 as the original ipg site was causing her discomfort. The ipg remains in use. F/u on the pt found she continues to feel some overstimulation and is unable to increase the ipg stimulation. Reprogramming attempts have been unsuccessful in correcting the issue. The pt is currently working with her physician at this time regarding further troubleshooting and/or next steps.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.